Event description:
Kimberly-clark received a report from (B)(6) stating, ¿the drape was sealed in with the packaging seal. This was discovered during use. No patient injury or medical intervention was required.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. Visual examination found the pouch was opened and only contained the back table cover, which had a tear in the film layer. A silver/blue film was stuck within the area of the pouch seal suggesting that the back table cover was inadvertently sealed within the pouch seal. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.